Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified and "mildly" tortuous lesion with stent implanted distally in the left anterior descending (lad) artery. The 2.5x12mm trek rx balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and advanced without resistance. The bdc was inflated two times both at 4 atmospheres (atms) each, however, the balloon ruptured. Another 3.0x12mm trek balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.